Event description:
It was reported that during patient use, the ventilator shutdown alarm went on/off many times and it took a long time to both start up and shutdown. Also, the down curser button did not react. The ventilation did not stop but the patient was transferred to another ventilator. There is no report of patient harm, serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The device was received for investigation. Visual inspection found the light emitting diode (led) damaged and the solder around it was cracked. The led did not have a good contact in the circuit. Additionally, the connector cable was found crimped. The customer reported malfunction was verified.

Manufacturer narrative:
(B)(4)